Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-17684. It was reported that the patient experienced bradycardia, and infection was also noted. The left upper part of the pocket showed redness, swelling and bleeding, but the patient did not receive treatment in time, after which the wound continued to erode and could not be healed. The physician suspected that swimming was the cause of the pocket erosion. The entire device system was explanted on (B)(6) 2019. On (B)(6) 2019 a new system was implanted. The patients condition was stable.